Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 0 occurred. Customer loaded a new cartridge to resolve the issues. There was no reported impact to the customer's blood glucose level.